Event description:
It was reported that several days post device changeout the ventricular lead had high impedances on the high voltage coil and a lead fracture is suspected. The lead was attempted to be extracted, but it broke off and some remains capped in the patient. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.